Event description:
It was reported that the "staff had multiple helium loss alarms during the flight. They were unaware if the alarm was a he loss 2 or he loss 3. The staff also lost the ap waveform when they landed back. There was no blood in the driveline, the patient was strapped in, and the staff confirmed the helium driveline was not kinked. The pilot dropped altitude as low as possible, and it was still occurring. The patient had experienced no alarms since landing for the helium loss". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. No lot number/serial number was reported. Therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the "staff had multiple helium loss alarms during the flight. They were unaware if the alarm was a he loss 2 or he loss 3. The staff also lost the ap waveform when they landed back. There was no blood in the driveline, the patient was strapped in, and the staff confirmed the helium driveline was not kinked. The pilot dropped altitude as low as possible, and it was still occurring. The patient had experienced no alarms since landing for the helium loss". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".